Event description:
The account alleged, the bed exit alarm cannot be set. No patient impact.

Manufacturer narrative:
The account found the bed scale was not zeroed before setting the bed exit alarm, user error. The account re-zeroed the scale to resolve the issue.